Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's father reported that his son's blood glucose reached 36 mg/dl and was taken to the emergency room via paramedics. They gave the patient insulin at 1.5 units every hour and changed it to .85, since it was giving him too much insulin. It was also reported that this was due to the ascensia blood glucose meter reading incorrectly. The meter would show a high bg and he would give himself a bolus to compensate for the bg levels and that would cause his bg levels to drop very low.